Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
A sales representative reported on behalf of a customer that the aes-90sn, arthroscopic energy 90° probe with suction, 13 cm device had been used in two unnamed procedures and it was later discovered, on (B)(6) 2024, that ¿we had a aes-90sn probes too come off in a patients knee. Date of surgery was on (B)(6) 2024 and on (B)(6) 2024¿. Further assessment determined that the event occurred only once, but it is unknown on which procedure date it occurred; the two procedures were both performed on the same knee, both procedures were completed and there was no knowledge of a device issue at the time of either procedure. The foreign body was identified by xray on (B)(6) 2024. The surgeon believes the foreign body to be part of the aes-90sn device, although no device fragmentation or detachment was observed during either procedure. The surgeon indicates his intent to remove the foreign body in a third procedure; the date for the third procedure has not been given. This report is being raised due to the reported injury of an unidentified foreign body in the patient's knee following the use of a conmed device.

Manufacturer narrative:
The device will not be returned for evaluation, but photographic evidence has been provided; however, we cannot confirm the piece is our product. A device history record (DHR) review cannot be conducted as a lot number was not provided. A two-year lot history review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 78 reports, regarding 81 devices, for this device family and failure mode. During this same time frame 226,619 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0004. Per the instructions for use, the user is advised the following: it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of the equipment and its associated accessories. Use care when inserting into and withdrawing the probe from a cannula or tissue portal to avoid the possibility of damage to the devices and/or injury to the patient. Do not insert, withdraw or touch the active tip of the probe when power is being applied. This may result in an unintended surgical effect, injury, or device damage. Use care to avoid accidental activation of either cut or coagulation modes when not in contact with target tissue to avoid possible patient injury. Do not use the probe for mechanical displacement of tissue, damage to the probe may occur. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A sales representative reported on behalf of a customer that the aes-90sn, arthroscopic energy 90° probe with suction, 13 cm device had been used in two unnamed procedures and it was later discovered, on (B)(6) 24, that ¿we had a aes-90sn probes too come off in a patient's knee. Date of surgery was (B)(6) 24 and (B)(6) 24¿. Further assessment determined that the event occurred only once, but it is unknown on which procedure date it occurred; the two procedures were both performed on the same knee, both procedures were completed and there was no knowledge of a device issue at the time of either procedure. The foreign body was identified by xray on (B)(6) 24. The surgeon believes the foreign body to be part of the aes-90sn device, although no device fragmentation or detachment was observed during either procedure. The surgeon indicates his intent to remove the foreign body in a third procedure; the date for the third procedure has not been given. This report is being raised due to the reported injury of an unidentified foreign body in the patient's knee following the use of a conmed device.